Event description:
Customer reported that cap burst off the fiber during a holap procedure. The physician used a second fiber. The physician completed the case with a roller ball as pt was bleeding. Pt was fine.

Manufacturer narrative:
Per the device distributor, the surgical fiber was destroyed by the end user and would not be returned for analysis. Without device evaluation, no conclusion could be drawn regarding root cause. The fiber was replaced by lumenis. It is possible for the stainless steel tip of the duotome 550 fiber to detach from the fiber during use. The directions for use instruct the end user to locate the detached tip and remove it using forceps, irrigating the area well to remove any debris. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter.